Event description:
It was reported that during unpacking of a 4.5x40mm supera self-expanding stent system (sess) the tip broke. The sess was not used in the patient. There was no patient involvement and no reported clinically significant delay in in the procedure. There was no additional information provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that while still in the protective packaging tray, the white retriever tip of the superasess was observed to be torn off. An unspecified supera stent was deployed to complete the procedure. There was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging resulted in the reported tip separation/noted inner member separation; however this cannot be confirmed. The noted kink at the proximal end of the shaft and the noted multiple bends in the entire length of the shaft likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6, code 1069 removed.